Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no set screw marks on the terminal connectors of the lead. In addition, drag marks were noted on the terminal ring. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead was archived at boston scientific.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high thresholds. An elective replacement of the lead was performed and the lead was explanted and replaced. In addition, prior to implant it was noted that upon review of a radiograph this rv lead showed appeared to be in a septal position. A lead dislocation was suspected. No adverse patient effects were reported.